Event description:
Information received indicates the hub where the cardioplegia line attaches was cracked, and leaked during bypass. The product was changed out early in the case with no reported consequence to the pt.

Manufacturer narrative:
Analysis: device evaluation confirms the reason for return; a break (crack) is seen in the device material located near the device distal tip. Visual exam shows the material fracture is located distal to the y-shaped connector of the product and could have caused the reported leak. Further inspection shows a piece of broken accessory introducer remains inside the tip of the product, as returned. The unit is bloody as received for evaluation. Conclusion: no pt event. Product analysis confirms the reason for return; an exact cause has not been determined for the reported product problem.